Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high troponin t hs results for an unknown number of patient samples. The initial results were generally high and about half of the results were 0.06 ng/ml. The customer checked the calibration results and found that the calibration signal value was too low. The customer recalibrated, but the calibration failed. The field service representative checked the instrument and found the sipper probe had leakage. He replaced the two pinch tubes, sipper syringe sealing ring, and syringe gasket. The assay was successfully recalibrated. All samples were repeated and the results were normal. An example of a repeat result was provided as 0.005 ng/ml. All of the erroneous results were found before they were validated. The results were updated and the correct result was reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number was 138684. The expiration date was requested but was not provided. The investigation determined the calibrator material in use had expired. The system date would have been manipulated to allow for the use of this material. A specific root cause could not be identified. The issue found with the leaking sipper probe was a possible cause. No further issues were reported after the service visit.